Event description:
New information received stated that the left ventricular lead had exhibited intermittent out-of-range high impedance. The physician reprogrammed the lead to pace at a different configuration and no further changes were anticipated at this time. There were no consequences to the patient.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited high impedance on one of the lead configurations. The physician elected to continue to monitor the lead. No intervention was performed. There were no adverse consequences to the patient.